Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) results that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 0.02ng/ml was obtained. The result was reported out of the lab. Three (3) hours later, a fresh sample was collected from the patient and tested for accu tni and the result was 0.46ng/ml. A correct report has been issued. There have been no reports of patient injury requiring medical intervention or change ot patient treatment was attributed to or connected with this event.

Manufacturer narrative:
Qc performed at the beginning of the day shift was within specifications. Based on available information, the customer experienced a substrate leak which was addressed by the fse the week prior to this event. The customer indicated that they were receiving dark counts out of limit errors and crystallization in the wash carousel was observed. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the substrate system for leaking and found no leak, but determined that no substrate was being delivered through substrate probe. The fse verified that the probe was not plugged. The fse checked substrate pump and found no substrate was being delivered to the probe. The fse replaced substrate solenoid valve and then verified proper delivery of the substrate. The fse conducted a system verification testing which failed. The fse replaced a couple of hardware components and then repeated the system verification testing which passed within specifications. Patient treatment was not affected in this event, but on recur the magnitude of change may have placed the result of the cutoff of 0.50ng/ml. Hardware issue addressed by the fse (lack of substrate) is suspected to have contributed to this event.